Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, has been experiencing high blood glucose and a low due to a new medication she was taking for her tremors. Customer sated her blood glucose was 212 mg/dl and then it went up to the 300 mg/dl. Her husband administered an manual injections. Then her blood glucose lowered to 52 mg/dl in the evening. Then she brought it up again by noon the following day it went low to 41 mg/dl, treated with food. She also suspended the insulin pump and her blood glucose has gone up to the 90 mg/dl range. Troubleshooting was performed on the insulin pump and no anomalies were noted. The device also passed the displacement test. The customer was advised to speak to her doctor in regards to her blood glucose and call back if any issues reoccur. The device is not being returned for analysis.